Event description:
It was reported that before use a bd ultra-fine¿ ii insulin syringe the seal was not straight when it was connected to the plunger.

Manufacturer narrative:
Investigation summary: customer returned (5) 3/10cc, 6mm, 31g syringes in an open poly bag from lot # 6258737. Severity ranking is s1. A complaint history check was performed and this is the 1st related complaint for stopper damaged/disfigured on lot # 6258737. A review of the device history record was completed for batch #6258737. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications that did not pertain to the complaint. Investigation conclusion: all returned syringes were examined and 4 out of 5 samples exhibited a deformed stopper in the barrel. Samples will be forwarded to manufacturing (holdrege) on 21dec2018 for further review. On 04jan2019, holdrege received five (5) 0.3ml, 6mm, 31g syringes in an opened polybag from batch # 6258737. All samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The four (4) returned samples exhibiting a deformed stopper were all cycle tested (exercising of the plunger rod within the device, simulating routine use/operation) and it was noted that more force was required to complete this task, however, the test was able to be completed. Additionally, the plunger rod/stopper were disassembled from the remainder of the device and the stopper was noted to retain the deformed configuration, as noted within the fully assembled device. Root cause description: probable root cause is likely insufficient adhesive applied to the interior of the syringe barrel during the assembly process. When this occurs and the plunger rod/stopper are assembled into the barrel, deformations of the stopper are common, such as those noted within the returned samples. Rationale: CAPA (B)(4) was initiated by the holdrege plant to address silicone pooling and associated root cause(s). Batch# 6358737 was manufactured prior to completion of implementation activities associated with this CAPA. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd ultra-fine¿ ii insulin syringe the seal was not straight when it was connected to the plunger.